Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: it was based on the information provided. Not possible to confirm whether the abdominal false lumen and distal thoracic false lumen was caused by a new entry tear at the distal end of the zteg (as reported) or by an additional (undiagnosed) entry tear. If the tear was caused by the stent graft it may have been due to placement in a severely tortuous aorta, with the distal end of the stent graft terminating in the apex of an 90 degree bend. This bend rested on the diaphragm which would have pushed the end of the stent graft into the aortic wall with each breath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2013: a female patient diagnosed as thoracic aortic dissection (iiib). Descending thoracic aorta was 47 mm and abdominal area was 50 mm. (B)(6) 2014: growth of aneurysm of aorta was confirmed at another hospital, and the patient was referred to this hospital. A large entry in the middle of the descending thoracic aorta was confirmed. The celiac artery, the superior mesenteric artery and the left renal artery were perfused by the true lumen, and the right renal artery was perfused by the false lumen. (B)(6) 2015: the aneurysm of abdominal aorta was replaced with an artificial vessel (terumo's gelsoft). Severe adhesions in the abdominal cavity was observed. (B)(6) 2015: tevar was performed. Zteg-2pt-36-157-pf was placed in the thoracic true lumen, and gore's aortic extender (28.5 - 33) was placed in the upper abdominal true lumen. Esbe-40-81-t-pf was placed in the upper abdominal false lumen by candy-plug technique. An amplatzer plug (st. Jude medical / avp2-020) was placed in the esbe-40-81-t-pf and the procedure was completed. However, the patient complained a pain 3 days later. (B)(6) 2015: a new entry at where the lower edge of the zteg-2pt-36-157-pf was located was confirmed by CT angiography. It seemed the lower part of the stent graft was too large for the thin true lumen. (B)(6) 2015: gore's c-tag (34 - 200) was placed at the new entry. Patient outcome: the patient discharge from the hospital with no problem.